Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room following a syncopal event. A review of the device data did not identify any stored events except for a right atrial automatic threshold (raat) episode with a threshold of (B)(6). The patient is (B)(6)% pacing in the atrium and 0% paced in the ventricle. No adverse patient effects were reported.